Event description:
It was reported the customer had high blood glucose levels. Blood glucose levels at the time 400mg/dl. Customer reported having issues with the inserter not inserting the sensor. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.